Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Communications received states: during insertion of the system, the shaft of the system buckled when it was inserted into the sheath, there was no damage to the patient, yes there was a delay in the procedure, the system could be removed.

Manufacturer narrative:
Additional information: a1, a4, b7, d10 & h10. Related mfg report numbers: 3011175548-2024-00138; 3011175548-2024-00139. Corrected information: section d10 - 8fr., h6 - health effect - impact code.

Event description:
N/a

Manufacturer narrative:
Additional information: sections d9 & h6. Investigation summary: the details of the complaint were the following. The procedure was a covered perforated infrarenal aortic aneurysm with the target being the celiac artery. The sheath used in the case was a cook 8fr raabe introducer sheath. The claim was that the catheter had met ¿permanent solid resistance". The device in question was returned and evaluated. The sheath used in the case was unfortunately not returned. The catheter shaft had compression damage approximately 30 cm from the balloon confirming that the product met solid resistance as described in the procedure. The stent was in good condition and had no visible damage and was relatively straight. To determine if the crimped stent was over size a .035in guide wire was able to passed the entire length of the catheter including the buckled area. The catheter was then placed through a 7fr cook flexor introducer sheath kcfw-7.0-18/38-45-rb-anl2-hc without issue. Being that the sheath used in the case was an 8fr introducer sheath suggests there was some sort of a blockage preventing the catheter to reach its intended target of the celiac artery as the catheter would have easily been able to pass through an 8fr introducer sheath. Without the sheath used in the case or fluoroscopic images from the case it is difficult to determine the root cause of the complaint. There is a possibility that during the procedure the sheath kinked while navigating to the celiac artery preventing the advancement of the catheter however this cannot be confirmed. As the catheter shaft had been damaged as claimed the complaint is confirmed however there is no evidence based on the review of the complaint details, the returned device investigation and device history records that the cause of the damaged shaft was due to the manufacture of the product. There are two other complaints associated with this clinical procedure and the root cause of these two other complaints were associated with the operational context of the procedure. This complaint is also likely due to the operational context of the procedure as the target was the celiac artery that is usually a rather acute angle off the aorta. Atrium medical has not tested or evaluated the advanta v12 covered stent for use in the celiac artery. A review of the device history records shows that this lot of advanta v12 catheters passed all quality inspection including the insertion of the catheter through the appropriately sized (7fr) introducer sheath without stent movement. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 502760). Based on the information provided in the complaint, there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the investigation, the root cause is operational context as the target was the celiac artery in conjunction with an infrarenal aneurism repair.